Event description:
The customer reported that an 840 ventilator had a unresponsive keypad. The failure happened when the device was not being used on a patient. The covidien tech support engineer (tse) troubleshot the issue with the customer over the phone. The customer was advised to replace the keypad. Covidien was not authorized to service the device.

Manufacturer narrative:
(B)(4).